Event description:
On (B)(6) 2023, the patient did not report having any symptoms in the morning and stated that she can be asymptomatic at times.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that the continuous glucose monitoring (cgm) was not working. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had changed the insulin pump cassette and tubing. The patient utilizes a tandem t:slim insulin pump screen as the display device and also used the g6 dexcom app on her iphone. On (B)(6)2022, the patient did not report having any symptoms in the morning and stated that she can be asymptomatic at times. In the early afternoon the patient felt weak, sleepy and ¿in a fog.¿ her decision-making was poor, and stated she did not know what was going on, but did not lose consciousness. She did not remember the cgm values at the time, or any pump alarms. The bg finger stick value she took at home was over 600 mg/dl. A friend transported her to the emergency room (ER) in the late afternoon. She could not remember bg values at the hospital. She was diagnosed with diabetic ketoacidosis, and treatment included IV insulin and saline. She remained in the emergency room (ER) for 2 days because no hospital beds were available, and then transferred to the intensive care unit (ICU). A blood infection was also identified, and she was treated with several antibiotics, (one was ciprofloxacin). The patient did not attribute the blood infection to cgm use. After 2 days in the ICU her condition improved, and she was transferred to the floor. On (B)(6) 2023, she was discharged to a skilled nursing facility. On (B)(6) 2023, although she remained in the skilled nursing facility, her condition was stable and discharge to home was planned for (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. No additional patient or event information is available.